Manufacturer narrative:
(B)(4). The customer reported to have replaced the gui. The covidien service engineer (se) inspected the device and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator had the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) replaced due to a blank display at power up. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.